Manufacturer narrative:
The reported complaint of the autopulse platform (serial #: (B)(4)) keeps powering off as soon as it's turned on was not confirmed during functional testing, and archive data review. During the investigation, no device malfunction was observed, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, observed cracked top cover, which is unrelated to the reported complaint. The probable root cause for the damaged top cover was due to user mishandling such as a drop. The top cover was replaced to address the physical damage. A review of the archive data showed the autopulse platform was last powered up with an autopulse li-ion battery (serial#: (B)(4). Also, occurred around the reported date, user advisory (ua)45 (drive shaft not at home position), ua20 (drive shaft out of range), ua2 (compression tracking error) and ua12 (lifeband not detected). These error messages were unrelated to the reported complaint and were cleared by the user. User advisory is a clearable error message, and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per autopulse user advisory list guide, user advisory (ua) 20 error message was due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to (ua) 20 because the driveshaft is not restored at the home position. To clear a ua20 error code, return the driveshaft to home position using the administrative menu. Per the battery hangtag, advisory codes description and action, user advisory ua2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the battery hangtag advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The autopulse platform passed initial functional testing without any fault or error. As precautionary measure, the battery cabling was replaced. The autopulse platform is a reusable device and was manufactured in august 2014 and reached its expected serviceable life of 5 years. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final test.

Event description:
Customer reported that the autopulse platform (serial#: (B)(4)) keeps powering off as soon as it's turned on. Swapping li-ion batteries did not resolve the power issue. Patient use is unknown.